Manufacturer narrative:
The affected device was returned to the distributor on 05/15/2019. The device is under testing by a service provider of infutronix.

Event description:
Infutronix received an unknown issue of the device from a distributor on 06/06/2019 that the "pump 301041 (cfb-2019-0159) was hooked up for 46 hours, rate 2.2ml/hr. Patient hooked up on tuesday. Said on wednesday night, the pump made a couple short beeps and the green light turned red. He called the support phone number. They could not troubleshoot the issue, so he was instructed to turn the pump off and see us in the morning. When he came in on thursday, the pump read 42.9ml left to be infused, 19 hours 56 minutes left. We changed out his pump to pump # 301046 [cfb-2019-0160] and restarted the infusion with the same info from the original pump. Came in friday for disconnect, he said the pump alarmed that it was done so he turned it off. There was 16 ml left in the bag." No patient was harmed. Medication was 5fu." No patient information was provided to infutronix. This report is for the first device mentioned above (sn: (B)(4)). The other device (sn: (B)(4)) is reported in MDR #3011581906-2019-00012.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00011).

Manufacturer narrative:
The reported issue was not confirmed. Last infusion parameters on the pump were 100ml vtbi at a rate of 2.2 ml/hr. Pump event history log shows no alarms during infusion. Log shows infusion was paused with the stop button at 57.3 ml vinf, which corresponds to 42.7 ml vtbi, and then the pump beeped pump unattended. During testing, pump was programmed for a 24hr infusion which yielded a flow rate accuracy of -3.4% which is within specification. The test was completed on (B)(6)2019.